Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed. Analysis indicated that the shaft was mechanically kinked/buckled. Blood was observed on the shaft of the delivery system. Visual analysis of the lead indicated damage during use. The analyst noted that the delivery system was returned with the shaft kinked in various locations (photos taken and saved), and blood visible on shaft. The articulation test result was passed. According to the finding and the anomalies described in the event, it is likely that the shaft was damaged during procedure and kinked at 42.5 and 93cm (from handle) and this may contribute to the complaint. Device was able to be deployed and removed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt of a leadless implantable pulse generator (ipg), the delivery tip was located near the target position. Immediately before injection, the delivery tip changed position from the middle septal region to the apical region of the right ventricle. Contrast was injected and a pericardial effusion was discovered. A pericardiocentesis was then performed, but despite complete drainage of pericardial blood flow and implantation of a temporary pacemaker, the patient died.